Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular (rv) lead insulation was damaged during an unrelated procedure. After the procedure the patient reported feeling fatigue, and noise was observed on the lead. The lead was programmed to unipolar sensing and pacing, and on (B)(6) 2018 the sensitivity of the lead was reprogrammed, which reduced the noise. The patient was in stable condition following reprogramming.